Manufacturer narrative:
H.6. Investigation: one sample was returned for investigation. Tubing was successfully primed. An infusion run was conducted at a rate of 125 ml/hr for 1 hour using pump dchu-0010 and pump module dchu-0016. Run was completed without any issues. No air bubbles were found in the tubing. The customer complaint that a bubble was noted in the tubing while priming with heparin could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 2420-0500 lot number 20073066 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot # 20073066 regarding item # 2420-0500.

Event description:
It was reported that an air bubble was found in the as lvp 20d dehp 2ss cv tubing. The following information was provided by the initial reporter: "when priming w/ heparin a bubble was noted in the tubing."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an air bubble was found in the as lvp 20d dehp 2ss cv tubing. The following information was provided by the initial reporter: "when priming w/ heparin a bubble was noted in the tubing."